Event description:
It was reported while using unspecified bd needle there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: we notified xxx of the issue on 4/20/2023. We also reached out to xxx in february of 2023 to see if there might be any recalls or notices about the needles as we were experiencing issues at that time as well. Xxx was made aware that the issue had been occurring randomly and infrequently over the past year. I do not have any other specific dates. It was reported that several needles were not working properly (not patent). They give resistance when trying to push air through and have a strong rebound suction when trying to draw back. Lot: 2024138 exp: 12/31/2026. At least 10 incidences in a very short period of time.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown b.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd needle there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: we notified xxx of the issue on 4/20/2023. We also reached out to xxx in february of 2023 to see if there might be any recalls or notices about the needles as we were experiencing issues at that time as well. Xxx was made aware that the issue had been occurring randomly and infrequently over the past year. I do not have any other specific dates. It was reported that several needles were not working properly (not patent). They give resistance when trying to push air through and have a strong rebound suction when trying to draw back. Lot: 2024138 exp: 12/31/2026. At least 10 incidences in a very short period of time.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.